Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump module did not alarm to indicate the unspecified infusion had completed and that this led to an unspecified decline in the patient¿s health. The clinician stated that none of the attached devices were alarming however a flashing red power button was seen on the pcu with an unfamiliar beeping sound. The facility¿s biomed department noticed on the event log that 14 hours prior to the event the pcu had an audio speaker failure. There is no report of lasting patient harm.